Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was given pump reset instructions, successfully reset pump without recurrence of the alarm, was advised that pump could continue to be used, and was instructed to call back if any malfunction alarm recurred, which caller acknowledged and understood.